Manufacturer narrative:
The light could not be requested back because the manufacturer does not accept back contaminated devices for evaluation. Follow up questions were asked to the complainant to clarify what part of the light was detached and if there were any photographs. The response received did not provide photographs or any additional information. The DHR was reviewed for lot 11702. No indications leading to an insecure lens were found. Without pictures or a device to examine it is not possible to determine the exact cause of lens dislodgement. It should also not be possible to reattach a lens once disconnected. During assembly, the lens is secured to the stainless steel tube in a manual hand fixture for swaging. This step is 100% visually inspected. It is not possible for this lens to be disconnected from the device without excessive force. Warning #4 in the IFU states that "excessive force on the wires and light tips could cause the device to malfunction. Care should be taken when handling the device and manipulating the tips into the desired locations." In previous events where the lens was detached for this product, and pictures or a returned product was evaluated, there were signs of excessive force and misuse of the surgical light.

Event description:
Information was received from healthcare provider (hcp) via the distributor regarding a patient having microdiscectomy for unknown indication. It was reported that the tip of the light source fell off. There were no patient symptoms reported. There were no further complications reported regarding the event.